Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they have been experiencing leakages at the connection of the texium luer and bd eclipse needle during subcutaneous herceptin infusion. No additional information was provided regarding the other events. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.